Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. No pump error 25 alarms noted in the pump history file or during testing. The power management graph indicated connector resistance issue. An unexpected low battery alert and replace battery alarm was present in the pump history file due to connector resistance issue. Connector for the printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damage keypad overlay texture, stained keypad overlay, severely faded serial number label and slightly peeling end cap address label.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.  The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump got battery change alert without any warning given before. Customer said the issue happened three times. Customer cannot recall the blood glucose reading. Troubleshoot was not performed. Insulin pump will be returning for analysis.